Event description:
It was reported that the communicator was not connecting. The patient did not perform troubleshooting steps for the communicator because it felt so hot. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.